Event description:
It was reported that approximately one month post-implant, the right atrial lead dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m62, implantable tachy lead (B)(6) 2013; 4296 implantable pacing lead (B)(6) 2013. (B)(4).